Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced double vision. The iol was exchanged for another lens model 1 month following the initial implant procedure. The clinical reason for the explant was dysphotopsia secondary to multifocal. Additional information has been received and stated that, as per the surgeons opinion iol did not contributed the event and it was due to monocular doubling and shadowing. No patient harm was reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution is dried on the lens. The optic is cut into piece, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicated the use of a qualified associated cartridge and viscoelastic. The file indicated the use of an unspecified handpiece/injector. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal toric company 22.0 diopter (1.50cyl), add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens model (21.0 diopter). Due to the exchange of a multifocal lens to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).